Event description:
On 8/3/93 patient underwent a cystoscopy, visual laser incision of bladder neck contracture and urethral stricture. During the procedure three yag laser fibers did not function appropriately, using the acmi yag laser sheath. Two fiber tips broke off after firing laser and surgeon then retrieved those 2 tips. The other fiber just stopped working after firing properly. All fibers were returned to manfacturer via sales rep. Patient remained in good condition, discharged home on the same day.device labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: yes. Corrective actions: device returned to manufacturer/dealer/distributor. The device was not destroyed/disposed of.